Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented during a normal device upgrade procedure. Upon opening the pocket, the physician visually noted an insulation defect on the right atrial lead. No electrical anomalies were reported. The issue was only noted upon visual examination once the pocket was opened. The lead was extracted and replaced. Patient was stable post procedure.